Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was within range (value not provided). Pump system check was performed and occlusion appeared to be related to the pump. Reportedly, customer discussed alternative insulin therapy with their healthcare provider.